Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (15) open 32g 4mm pen needles, reporting needle clog. The pen needle was visually inspected and observed (8) bent cannula npe and no issues on the remaining (7) pen needles. Most likely the customer's reported failure occurred due to a bent npe cannula. A flow test was performed on the (7) samples and proper flow of fluid was observed. As the return samples were opened, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as bent cannula npe. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure as a bent cannula npe. The root cause cannot be determined, as the returned samples were opened.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: spouse of consumer reported needle clog during injection, stated that there is no insulin flow.